Manufacturer narrative:
Manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The condition of the returned delivery system confirmed an expansion issue. The stent brake of the inner catheter which had been under the stent during deployment was found with heavy imprints, and superficial damage which was considered an indication that the stent adhered to the stent brake after deployment/ upon removal, which leads to a confirmed result for expansion issue. A definite root cause for the reported event could not be determined. Labelling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. (Expiry date: 12/2022).

Event description:
It was reported that during stent deployment the proximal end of the stent allegedly had expansion issue. The stent was released. There was no reported injury.